Event description:
It was reported that the patient underwent a procedure to fuse l4/5 to implant posterior fixation using mini-invasive procedure. When the rod was inserted from caudal side, it would not go through the right l5 screw head and deviated laterally. The procedure was changed to an open procedure.

Manufacturer narrative:
(B) (4) the surgical incision was enlarged. Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.